Manufacturer narrative:
Examinations of the returned used device, item aes-90sn, found electrode detached from the tip. Detached electrode was not returned for the evaluation. The root cause cannot be determined, however, based upon evaluation, and the photo, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device aes-90sn arthroscopic energy 90° probe with suction, was being used on (B)(6) 2024 and ¿while using the edge probe, the probe tip broke off, and the detached tip was retrieved with a grasper.¿. There was no impact or injury for the patient or user. The procedure was completed with an alternate same device. There was a 15 minute delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device aes-90sn arthroscopic energy 90° probe with suction, was being used on (B)(6) 2024 and ¿while using the edge probe, the probe tip broke off, and the detached tip was retrieved with a grasper.¿ there was no impact or injury for the patient or user. The procedure was completed with an alternate same device. There was a 15 minute delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.